Event description:
The distributor reported that the AED is displaying 'replace battery now' warning and the asi is flashing red. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is giving a 'replace battery now' warning, and the asi is flashing red. The battery pack has an expiration date of february 2029, and the pads have an expiration date of february 2026. The maintenance schedule is reported as monthly. Trouble shooting with the customer: will send a data card for the log history file to be downloaded and returned to the manufacturer for analysis; will also replace the battery pack under warranty. Reviewed proper maintenance and proper storage. On 05 august, the customer called back after receiving the new battery pack. The battery was installed and the self-test produced service code for 'speaker test current' and 'rtc interrupt period'. Both service codes were cleared with a manual self-test. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.